Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had low battery, power error, power loss, insert battery and battery failed alarms. The customer blood glucose level was 225 mg/dl. The customer was assisted with troubleshooting. Customer stated that they lost the contact to the battery cap and has been using tin foil. The device will not be returned for analysis.